Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. Reportedly the ¿down¿ button requires multiple hard presses in order to elicit a respond and when it does respond, it scrolls too quickly. Reporter stated that the button issue started 2 weeks ago and had worsened progressively. Reporter stated that the keypad cover is intact and there is no trauma or moisture exposure to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.